Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a 33 mm mitral bioprosthetic valve and a 23 mm mitral bioprosthetic valve were both implanted on the same day. It is unknown which device remains implanted or why two devices were used. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that approximately 6 years post implant of this non medtronic valve it was replaced with a 33 mm mitral bioprosthetic valve due to severe regurgitation. During the same procedure the physician also implanted a medtronic 23 mm aortic bioprosthetic valve. Both valves remain implanted without issue. No adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.